Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 349 mg/dl. Reportedly, multiple supply changes were performed and no drops were observed dripping out of the infusion set tubing during the load fill tubing sequence. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. Reportedly, the customer reverted to manual injections for insulin therapy.